Event description:
The customer reported "touchscreen on pump is nonresponsive at time and blacks out on occasion". There was no reported adverse impact to customer. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.